Event description:
Info was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The patient reports that she was sick for 10 days prior to the hospitalization with what she though was cold/upper respiratory illness. Reportedly during this time her blood glucose ran higher, she states she gave herself bolus'/basal via pump and injections (using same insulin) and still could not get her blood glucose down. She was supposed to go to her physician's office on two days earlier, but did not make the appointment. She finally went on original date. At the office her blood glucose was >500 w/ketones. She was sent to the hospital where she was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.